Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was a delay when the customer interacted with the pump touchscreen and then pump became unresponsive. Customer reported experiencing elevated blood glucose levels between 300-350 (mg/dl). Customer attempted to deliver a pump bolus and delivered an injection to address bg levels. It was indicated that insulin injections were available for diabetes management.